Manufacturer narrative:
During the procedure, the automated impella controller (aic) had an error message and was successfully switched to a loaner console. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange. B1, b2, h1, and h6 revised based on the clinical review.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Low or blocked flow/placement signal issue: the cause of the low or blocked pump flow and placement signal issue is most likely due to biological material ingestion based on the clinical details provided and data log review. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B3: updated the date of event.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the automated impella controller.

Event description:
The complainant reported that a patient that was implanted with an impella cp experienced automated controller alarms and suction alarms from the impella cp during support. It was reported that during the first day of support, the automated impella controller had a yellow alarm for controller error. Subsequently, the automated impella controller was exchanged for a back up unit with no further issues reported. No signs or symptoms of patient injury were reported, there was no reported harm associated with the controller error event. Additionally, on support day 3, it was reported that the impella cp had persistent suction alarms at performance level 2. It was noted that there was a motor current spike and decoupled placement signal just prior to the alarm occurring and it was also reported that the patient¿s coagulation was subtherapeutic. It was reported the flows subsequently returned to normal. It is unknown what, if any, troubleshooting steps were taken to resolve the issue. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: impella cp with serial number (B)(6) automated impella controller with serial number (B)(6) this MDR specifically addresses impella cp with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
B5 clinical narrative updated.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 51-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. During the procedure, the automated impella controller (aic) had an error message and was successfully switched to a loaner console. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.